Manufacturer narrative:
Device returned to MFR: the complaint device was returned together with a non-bsc guidewire for evaluation. The non-bsc guidewire was separated from the catheter; was entangled upon itself and wrapped around near the distal end; and kinks were observed on the returned guidewire, at 1.0 cm and 0.5 cm from the distal end of the guidewire. Examination of the catheter revealed that telescope assembly was not able to properly pull back, advance, or retract; a kink was observed in the sheath assembly at 8.0 cm from femoral marker to the distal end; since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured; the guidewire exit port was lifted 1.0 mm; a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted; and during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in the mildly tortuous and none calcified left circumflex artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected to view the target lesion. During the procedure, a non-bsc stent was deployed. After which, a non-bsc guidewire was then inserted into the posterior descending artery which was placed in a position that was biased at the implanted stent. The physician then inserted the opticross¿ imaging catheter to perform post intravascular ultrasound (ivus) however, resistance was felt at the edge of the stent and it was noted that the guidewire exit hole of the opticross¿ became stuck with the distal part of the implanted stent. The device and the non-bsc guidewire were pulled together with force from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in the mildly tortuous and none calcified left circumflex artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected to view the target lesion. During the procedure, a non-bsc stent was deployed. After which, a non-bsc guidewire was then inserted into the posterior descending artery which was placed in a position that was biased at the implanted stent. The physician then inserted the opticross¿ imaging catheter to perform post intravascular ultrasound (ivus) however, resistance was felt at the edge of the stent and it was noted that the guidewire exit hole of the opticross¿ became stuck with the distal part of the implanted stent. The device and the non-bsc guidewire were pulled together with force from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.